Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 204 mg/dl at the time of the incident. The customer was at 101 mg/dl after labs were done, and 60 mg/dl a bit later. The caller states that the customer is getting lower in their blood glucose readings. The customer was given glucose and fluids to treat. The customer is pregnant and has gestational diabetes and pancreatitis which led to the hospitalization. The caller was trying to shut off the pump as the customer was getting hypoglycemia. The customer was wearing the insulin pump during the incident. Troubleshooting not completed as the caller did not have the pump with them at the time of the call. The insulin pump will not be returned for analysis.